Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Device received from USA for servicing. During servicing it was found that the device had cosmetic damage. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There is no additional information provided.